Event description:
It was reported that (1) device was used during a laparoscopic sigma. It was reported by the affiliate that the tsw45 instrument cartridge slipped out. The device cut but did not staple. Another tsw45 instrument was used to complete the case. There was no consequence to the pt.